Event description:
It was reported that while attempting to open a total occlusion in the rca with this intermediate guide wire, after two minutes of trying, the physician was able to insert about 2cm of the guide wire tip into the occlusion. When the physician pulled the guide wire back to stop the procedure, since there was no progress in opening the total occlusion, only the proximal part of the guide wire was removed. It was reported that no effort was exerted on the guide wire when pulling it back.